Manufacturer narrative:
Conclusion: device investigations did not reveal any device malfunction which is expected to explain the patient performance problem reported. This finding was expected, because according to the patient report the device was found to be functional whilst implanted. The reported problems of insufficient auditory perception appear to be related to an insufficient mechanical device coupling to the round window. As the user would also need to undergo an MRI in the foreseeable future it was decided to re-implant with a vorp 503 which is MRI compatible. This is a final report.

Event description:
The user had some issues with poor coupling of the floating mass transducer (fmt) with round window coupler. Re-implantation with vorp 503 took place on (B)(6)2019.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user had some issues with poor coupling of the floating mass transducer (fmt) with round window coupler. Re-implantation with vorp503 took place in (B)(6) 2019.